Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and instructed to continue using it, with a reminder to call back if the malfunction reoccurs. No additional issues were reported after the reset.